Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing "low power / energy." Timing of the event is unknown. Additional information was received indicating the surgeon was able to use port one to treat patients.

Manufacturer narrative:
The system was examined and the reported event was replicated. The photomonitors(pmon) were calibrated to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The laser was manufactured on february 24, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to an issue of pmon calibration. (B)(4).